Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient went to the ER (emergency room) for hyperglycemia. The patient reported having the flu and after eating lunch without taking a bolus the patient¿s blood glucose level rose until it read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl). The patient went to the hospital and was given insulin. The pod was worn between 24 and 36 hours on the abdomen.

Manufacturer narrative:
The returned device was evaluated and no defects or damages were found on the device that would cause the device to fail to deliver insulin. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin.